Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that loss of capture was observed three months post-implant. It was unknown if it was patient related or device related. The lead was explanted and replaced. Patients condition was normal.